Manufacturer narrative:
(B)(4). Device not returned.

Event description:
New information received indicates that multiple episodes of myopotential oversensing were noted. Myopotentials were able to be reproduced with coughing. Programming changes were made. The patient will continue to be monitored.

Event description:
It was reported that the patient presented to the hospital after receiving an alert for non-sustained rv oversensing. Myopotential oversensing was suspected upon review of egm. Programming changes were recommended. The patient's condition was fine.